Event description:
It was reported that the tip of a bard catheter was found inside the patient. On (B)(6) 2016, during a surgical procedure, a bardex foley catheter was placed. The customer was sent home on the same day with the foley catheter left in place. On (B)(6) 2016 the patient returned to the doctor stating that she was unable to urinate with the catheter. The doctor replaced the foley catheter with another bardex foley catheter. On (B)(6) 2016 the customer returned to the doctor's office to have the second bardex foley catheter removed. During the removal, the patient heard a popping sound. The nurse and doctor reassured the patient that nothing was wrong and told the patient that she would be fine. In the following months , the patient developed painful urinary tract infections, which were treated by her doctors. She also experienced painful urination. On (B)(6) 2018, the urologist performed a scan and a "foreign object" was found in the patient. On (B)(6) 2018, the patient underwent a cystoscopy removing the foreign object. The foreign object appeared to be a tip of a bardex foley catheter. The foreign object had calcification on the interior and exterior.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure mode could be user related (example: salt accumulation)/block drainage lumen/no drainage eye). The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was unable to be completed due to an unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the tip of a bard catheter was found inside the patient. On (B)(6) 2016, during a surgical procedure, a bardex foley catheter was placed. The customer was sent home on the same day with the foley catheter left in place. On (B)(6) 2016 the patient returned to the doctor stating that she was unable to urinate with the catheter. The doctor replaced the foley catheter with another bardex foley catheter. On (B)(6) 2016 the customer returned to the doctor's office to have the second bardex foley catheter removed. During the removal, the patient heard a popping sound. The nurse and doctor reassured the patient that nothing was wrong and told the patient that she would be fine. In the following months , the patient developed painful urinary tract infections, which were treated by her doctors. She also experienced painful urination. On (B)(6) 2018, the urologist performed a scan and a "foreign object" was found in the patient. On (B)(6) 2018, the patient underwent a cystoscopy removing the foreign object. The foreign object appeared to be a tip of a bardex foley catheter. The foreign object had calcification on the interior and exterior.